Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the doctor stated the revision took place due to the cup being loose.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.